Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software version 686g030002. The pump was tested three times for volumetric accuracy with a rate of 1ml/hr and .81ml (dl insulin): 1st test: .81ml or 100% of expected volume; 2nd test: .83ml or 102% of expected volume; 3rd test: .82ml or 101% of expected volume. The pump performed in specification. The pump's operational log was reviewed for the reported date of the event, (B)(6) 2013. The pump was turned on at 2:11:10pm on (B)(6) 2013. At 2:11:24pm a new rate of 0ml/hr was entered along with a vtbi of 100ml. Also at this time 2:11:24pm the drug library was accessed and insulin was selected. At 2:11:27pm a new rate of 1ml/hr was set. At 2:13:49pm and 2:15:51pm an alarm (hint: disconnect pt) was confirmed. Note: the pump was turned on to infuse at 2:17:29pm. The infusion was manually turned off at 2:53:19pm. The total volume infused was 0.59ml for duration of 35 minutes 50 seconds. The calculated time for infusion was 35 minutes 24 seconds for a total volume infused relative to the time is 99%. At 2:53:36pm a new vtbi of 39.41ml was set with the previous rate 1ml/hr. The pump was turned on to infuse at 2:53:38pm. The infusion was manually turned off at 3:06:50pm. The total volume infused was 0.22ml for duration of 13 minutes 12 seconds. The calculated time for infusion was 13 minutes 12 seconds for a total volume infused relate to the time is 100%. The pump was turned on again to infuse at 3:06:52pm. The infusion was manually turned off at 3:06:53pm. There was nothing infused during the 1 second the pump was on. The pump was then turned off at 3:06:58pm and not used for the remainder of the day. Per the event description, the reporting facility's biomed performed flow testing and the pump "tested fine". Based on the results of this investigation and info provided by their biomed, the pump operated as intended. All available info has been forwarded to the device manufacturer. If additional pertinent inf becomes available, a follow up report will be submitted.